Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the clip that holds the smoke evacuation tubing to the pencil broke off. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.